Event description:
Two weeks following essure micro-insert placement (procedure performed on (B)(6) 2007), the patient reported pain. On (B)(6) 2007 it was reported that the patient had to have the devices removed due to her pain; one hysteroscopically and the other laparoscopically.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
(B)(4).